Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of tip is broken inside the eye; however, the attached customer video confirms the reported issue of broken phaco tip. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The report of the tip is broken inside the eye is confirmed based on the video attached to the parent complaint. However, because a sample was not received at the manufacturing site, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the video attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that tip was broken inside the eye during cataract surgery. The surgery was completed after replacing the product with another one. Patient harm was not reported.